Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was chosen for implant using a flexnav delivery system for a transcatheter aortic valve implantation. The patient presented with a relevant past medical history of a right bundle branch block. Temporary pacemaker was placed. During the procedure, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 18mm non-abbott balloon. The valve was deployed, and the patient went into a third-degree complete heart block. Several recaptures were required. The valve was implanted at a depth of 6mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Temporary pacemaker was left in place, and the patient was transferred to the intensive care unit (ICU) in stable condition. On the same day, a permanent pacemaker was implanted. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pacemaker implant after the navitor valve implant was reported. Possible contributing factors to arrhythmia after a portico valve implant include patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and deeper than a 3mm depth of implant of the device. Images from procedure were received and examined by abbott r&d. The review found that several deployment attempts were made. The depth of implantation appeared greater than 3mm in all deployment attempts. One deployment attempt appeared very deep (>10mm). The final deployment depth was estimated at ~7-8mm and was reported to be placed at 6mm depth. This case appears to be a case of conduction disturbance caused by the valve interacting with the conduction system below the annulus. A relatively deep deployment likely contributed to the conduction disturbance. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note, per the instructions for use, (B)(4) revision c " implantation precautions: to minimize likelihood of permanent pacemaker implantation (ppi): a) maintain implant depth of 3 mm, and b) limit manipulations across the lvot. "